Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported there was foreign matter on the device. An expo guide catheter was selected for use. During preparation, it was noted that there was a little plastic piece hanging off the pigtail. The device did not entered the patient. The procedure was completed with a different device. There were no patient complications reported.